Manufacturer narrative:
Patient information was unavailable. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. No procode, common device name, UDI and/or 510(k) provided as this device is not released for distribution in the united states. The medtronic representative reported that the issue was being caused by a faulty monitor. The monitor was replaced. The replaced monitor was sent to the manufacturer for part analysis. During part analysis there was a confirmed electrical failure with the monitor.

Event description:
A medtronic representative reported that the surgeon monitor had an intermittent signal to it. A secondary monitor was attached and used to continue the case. There was no patient impact or delay in surgery reported. Surgery proceeded as planned.